Event description:
A customer contacted baxter technical service regarding a system error 2240 alarm during drain 4 of 4 of therapy using the homechoice system. The fill volume was 765 ml. The home pt stated that he rolled over and disconnected from the machine (pt line from transfer set.) The service rep had the home pt close all of the clamps, cycle the power to a system error 2367 alarm and press go to start. The service rep explained both of the alarms and advised the home pt to finish therapy manually due to possible contamination in the lines. The system was operational. Per the home pt's nurse, there was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
Complaint was opened to report the transfer set associated with the separation from the homechoice cassette (same event).